Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2021. According to the complainant, after the scope went through the reprocessing machine, a brush bristle was found on the auxiliary connection of the scope. The bristle was wiped off with gauze. There was no patient involvement with this event.